Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was making a loud beeping noise and wouldn't power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor emitting beeping sound, won't power up) was confirmed. Upon investigation the monitor case was broken and the monitor was resetting. The cause for the resets was isolated to fractured bga solder joints on component u500 (digital signal processor) on the monitor c/a board. The root cause for the fractured bga solder joints could not be positively identified, but the damage likely resulting from the monitor impacting a hard surface. No adverse event resulted from the defective u500 component. The pt received a replacement monitor.